Event description:
Broken constavac pump. Unable to give 500ml infusion.======================manufacturer response for wound drain with trocar and constavac system, stryker (per site reporter).======================unknown.